Manufacturer narrative:
Testing of actual/suspected device: (10): the getinge field service engineer (fse) that evaluated the unit reported that the customer complaint that when first powering on the unit, and while using a fiber optic catheter, the systems, would have a ¿function not available¿ error when pressing the iab fill button. After testing with other systems and talking with peers, it was determined the system is working as designed. The customer was instructed that an iab fill can not occur with a fiber optic catheter until after the star button is pressed and the auto fill is completed. Measurement details, and checklist device was returned to customer and cleared for clinical use. A supplemental report will be submitted when the investigation is completed.

Manufacturer narrative:
The complaint is being closed as our investigation has been completed as follows: a getinge field service engineer (fse) was assigned to investigate and trouble shot this problem over the phone and have a good idea in what the problem is. The fiber optic module needs to be replaced. The stm sent the customer a quote for repair but since they are not sure if they are going to fix the unit due to the cost or a possible replacement of the iabp. A supplemental report will be submitted if information is provided to us.

Event description:
The customer's biomed reported that while working with perfusion technician, the cs300 intra-aortic balloon pump (iabp) displayed "function not available" after boot up and self check when the iabp fill button was pressed. In addition, if the auto start button was pressed, the unit will fill and calibrate. There was no patient involvement, and no adverse event reported.